Manufacturer narrative:
(B)(4) - anvancer bypass. The analysis results found that the el5ml device was returned in good visual condition with two clips partially fed, the clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 1 clip with gap, 1 clip pear shape due to a bypass incident, the remaining 5 clips were properly fed and formed. However, no ejected clips were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected after the 2nd or 3rd firing and fell into the patient. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.